Event description:
Analysis of the returned device found that the polytetrafluoroethylene (ptfe) coating on the proximal end of the device was peeling. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed the device met all material, assembly and performance specifications. Visual examination of the returned device found the ptfe coating was missing at 35c, 45.5cm and 81cm to 98cm from the proximal end. The coating was completing missing and peeled away from the stainless steel core wire from some parts of the device in these affected areas. The device appeared to have markings on the proximal section caused by the torque device brass collett. The torque device was returned and visual inspection noted that ptfe coating was present on the collett and the collett cap. No other anomalies were noted. From the damages noted to the device, it appears that the torque device had been dragged down the device resulting in the ptfe coating peeling. The direction for use states that insufficient tightening down of the torque device can lead to damage to the ptfe coating. Therefore, it has been determined that user error caused the observed ptfe coating issue.